Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was any chipped piece found with the device? This was not reported. Did any pieces of the device fall into the patient? Unknown. If yes, were they removed? N/a. Will all pieces be returned with the device? Unknown. If no, were they discarded? N/a. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. Further analysis showed that the anvil was chipped. However the anvil was attached on the device completely and without any difficulties. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a sigmoid colectomy procedure, it was described to the sales rep that the anvil of the stapler was chipped. The surgeon did not want to use the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.